Manufacturer narrative:
Continuation of d10: product ID 97714 lot# serial# (B)(6) implanted: (B)(6) 2015 explanted: (B)(6) 2024 product type implantable neurostimulator medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that patient was hit by lightning about 6 months ago and since then, both systems haven't been working. Caller had a note dated (B)(6)2024 by rep that they were unable to interrogate inss at that time. Both inss were replaced.